Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type: extension.. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type: lead.

Event description:
A patient reported on (B)(6) 2016 stating that they had an infection all along their spine. The second day after surgery they realized something wasn't right and went to see their healthcare provider (hcp) who said it was a little red, but not bad. The next day, the patient had pus that leaked on the bed. They went back to the hcp, and they immediately were scheduled to remove the device, and it could've been the same day that it was removed. The patient had to wear a device for infection after explant surgery and had a homecare nurse who checked on them. The patient noted that they were lucky from where that infection was, and they elected not to have the implant replaced. The infection was confirmed to be a staph infection, and the issue occurred on (B)(6) 2007. They were given intravenous antibiotics, and the total system was explanted. The indications for use were non-malignant pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.